Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial with residue on the product. Visual inspection found the haptic torn, bent and presence of residue on the lens surface. (B)(4).

Manufacturer narrative:
Date of this report: it is corrected to "05-apr-2018" in the initial MDR. Date received by manufacturer: it is corrected to "05-apr-2018" in the initial MDR. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.5 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to low vault. A longer lens was then implanted (implant date unknown) and the problem was resolved.